Event description:
Narrative: product quality issue: monoject 20 ml syringe shows 15 ml when 16 ml of norepinephrine are drawn up whereas bd syringe shows 16 ml. Using gravimetric scale (bd IV prep workflow software) confirmed that volume drawn up was correct. Tested same problem with another drug (acyclovir IV). Incorrect calibration marking. Diagnosis for use: hypotension.

Event description:
Narrative: product quality issue: monoject 20 ml syringe shows 15 ml when 16 ml of norepinephrine are drawn up whereas bd syringe shows 16 ml. Using gravimetric scale (bd IV prep workflow software) confirmed that volume drawn up was correct. Tested same problem with another drug (acyclovir IV). Incorrect calibration marking. Diagnosis for use: hypotension.